Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain sensation on the abdomen. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic for the event. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.